Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: 09/06/2019. Device returned to manufacturer: yes. Device evaluation: the product was received within a plastic sample vial labelled with the patient information and lens serial number kept within a resealable plastic biohazard specimen bag. A visual inspection of the lens with the unaided eye shows it was cut in half, most probably to aid in explant. Based on the condition of the return, further analysis is not possible. The reported complaint event could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zkb00 15.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye) on (B)(6) 2017, per patient implant card. Iol was explanted on (B)(6) 2019 due to complaint of glare. It was reported there was a pars plana vitrectomy and limbal relaxing incision (lri) performed. There was no patient injury, no incision enlargement, and zkb00 lens was replaced with a non-johnson & johnson surgical vision lens. Patient reported visual acuity (va) has improved. No additional information was provided to johnson & johnson surgical vision.